Event description:
It was reported that non-dependent patient presented in-clinic after receiving a vibratory patient notification for non-sustained rv oversensing. Two episodes were observed that appeared to be due to intermittent farfield p-wave oversensing. No changes were made other than the patient notifier for nsrvo was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.